Event description:
Info received indicates during a preventive maintenance check,the technician found the rear brake caster was not holding enough when in brake.

Manufacturer narrative:
The technician adjusted the brake caster to repair the bed.